Event description:
The string pulled out and the tampon was stuck inside of me; string breaking; string had completely detatched [device breakage] tampon was stuck inside of me and I had to go to the doctor to have it removed; procedure: remove vaginal foreign body [foreign body in reproductive tract] case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 33-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 30-may-2024, follow-up information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date (reported as ¿using the product every month¿), the patient started use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product, the patient attempted to remove the tampon while she was home. The string pulled out, but the tampon was stuck inside of her. Subsequently, she visited the gynecologist (gyn) and had it removed. As of (B)(6) 2024, the status of product use was not reported. No additional information was provided. On (B)(6) 2024, it was learned that on (B)(6) 2024, when the patient attempted to remove her tampon, the string detached completely, and the tampon got stuck in her vagina. She was unable to remove it by herself. On the same day, an ob/gyn (obstetrician/gynecologist) successfully removed the retained tampon with the use of unspecified tools. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
The string pulled out and the tampon was stuck inside of me [device breakage]. Tampon was stuck inside of me and I had to go to the doctor to have it removed [foreign body in reproductive tract] case narrative: on 08-mar-2024, a spontaneous report was received from a consumer regarding a 33-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as ¿using the product every month¿), the patient started use of playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product, the patient attempted to remove the tampon while she was home. The string pulled out, but the tampon was stuck inside of her. Subsequently, she visited the gynecologist (gyn) and had it removed. As of (B)(6) 2024 the status of product use was not reported. No additional information was provided.